Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-25062. It was reported that the patient presented remotely via merlin.net. Interrogation showed the patient's right ventricular (rv) and right atrial (ra) leads were over-sensing noise. The patient was asymptomatic. The physician capped and replaced both leads on (B)(6) 2021. The patient was stable throughout.